Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the patient in hospital longer than what the surgeon typically used for standard of care? Was the exact location of the bleeding identified? How was the bleeding identified? How long post-op did issue occur? What is the current patient status?

Event description:
It was reported by the affiliate that during a gastroplasty by video (bypass) procedure, the surgeon had to make a reoperation in the immediate postoperative due to the occurrence of bleeding. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information received: what is the patient gender/bmi? Male; (B)(6). - please describe cartridge selection for all parts of the procedure. Black; green; gold and blue. - was buttressing material used? No. - did the surgeon wait 15 seconds prior to firing? Yes. - were there any issues with staple formation at site of leak? No. - was the patient in hospital longer than what the surgeon typically used for standard of care? No. - was the exact location of the bleeding identified? Many points of the staple line. - how was the bleeding identified? Drain. - how long post-op did issue occur? 2 hours of post op. - what is the current patient status? The patient was reoperated and he presented a good recovering, in spite of blood transfusion of 2 u.